Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: icf09b45 lead, implanted (B)(6) 2002. (B)(4)

Event description:
It was reported that a lead warning was triggered for the right ventricular (rv) lead approximately one year ago. The lead was reprogrammed in a unipolar pacing configuration. Since the warning, low impedance measurements have been noted as well as slightly high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.